Event description:
Event description cpi received information that this endotak transvenous defibrillation lead's rate sensing portion was capped. An invasive procedure was performed because the patient received inappropriate shocks. A new rate sensing lead was implanted and the endotak rate sensing port was capped.